Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  she had scs removed due to infection of the lead. No other details known. Technical services specialist (tss) redirected to managing hcp to confirm which components were removed or image to determine. Tss reviewed MRI info.